Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2308062, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle was partially retracted inside of the grip and barrel. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for inspection a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter is not fully retracting after pressing the white button. The following information was provided by the initial reporter: needle will not fully retract after pressing the white button.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter is not fully retracting after pressing the white button. The following information was provided by the initial reporter: needle will not fully retract after pressing the white button.